Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the device kept giving "check front te pad" messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. Upon investigation, the ECG "c and d" cable was corroded inside ECG "c" and the pca board was damaged. The root cause of the corroded cable and damaged board cannot be positively determined. No adverse event resulted from the corroded ECG cable and damaged pca board. The pt received a replacement electrode belt.